Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported thrombosis was unable to be determined. The reported patient effect of thrombosis/thrombus as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "every great story seems to begin with a snake: a case report of large right atrial thrombus encountered during mitraclip procedure", was reviewed. The article presented a case study of an 83-year-old male patient with a history of atrial fibrillation, type 2 diabetes mellitus, chronic heart failure in ischemic cardiomyopathy, acute myocardial infarction in 2001, and implantable cardioverter-defibrillator (ICD) implantation. Transesophageal echocardiography showed reduced left ejection fraction. The patient presented with a central posterior leaflet prolapse with chordal rupture. On an unknown date, a mitraclip was selected for implant. During the procedure, after the steerable guide catheter (sgc) was inserted into the left atrium, a large mass measuring 36mm x 8mm was observed attached to the sgc. Two heparin boluses were administered repeatedly. It was suspected that the sgc dislocated the thrombus when crossing an extensive deep abdominal vein thrombosis. Two emboshield nav6 embolic protection system were placed in the carotid artery to prevent cerebral embolization. With proper anticoagulation the thrombus's size was reduced. The mitraclip was successfully implanted. In order to avoid an immediate paradoxical embolism during sgc removal, or a future cerebral event due to the iatrogenic atrial septal defect (iasd), a 25mm amplatzer multi-fenestrated septal occluder - cribriform was implanted. The patient was discharged on postoperative day 5. [The primary and corresponding author was antonio totaro, department of medicine and health sciences ¿v. Tiberio¿, university of molise, campobasso, italy, with corrresponding e-mail: antonio.totaro@unimol.it.].